Event description:
It was reported that, during implant, the right ventricular (rv) lead exhibited noise after defibrillation threshold testing. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592-53 lead, implanted: (B)(6) 2004. (B)(4).